Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak occurred in the blood sampling valve (bsv) while running samples in the automatic mode. Customer was unable to quantify the volume of the leak, and the leak was not contained within the instrument. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and did not see an active leak and could not reproduce the reported leak. The fse found the instrument was generating errors for "probe wipe harness not connected" after the customer cleaned the leak from the sampling area. The fse found a loose pin in the connector to the probe wipe assembly. The fse stated this could have caused the leak during probe wipe process which would cause blood to drip from the bsv at the end of the run. The fse tightened the pin in the probe wipe assembly resolved the error for "probe wipe harness not connected". Identification of failure mode: failure mode for the probe wipe harness errors was a loose pin in the connector to the probe wipe assembly. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).